Event description:
Customer reports to kendall healthcare's watertown facility on 05/07/01 that on the day of the event, a patient had temperature taken with the unit and complained of shock and pain in the eye. Per report sent from watertown, no pt injury and intervention required.